Event description:
It was reported that the patient was an organ donor, and they were just working to keep them warm enough to donate. Earlier they changed out the arctic sun device and repositioned the probe because the patient's temperature was bouncing between 11c to 33c. The second device was doing the same thing. They have since removed the device and were just using a bair hugger. Was it possible that it was the probe that was the problem? Nurse was not near the devices to get s/ns. Confirmed when the patient's temperature was erratic as they described it was typically the temperature probe or the temperature cable. Since this occurred with two device and two temperature cables, it was probable the probe itself needs to be replaced. Per follow up information received via phone on 29sep2025, the biomed lead had come to the unit to check these devices on the day of the helpline call. Both devices checked out fine and have remained on the unit. An xray showed that the esophageal probe had shifted too far up the patient's throat and was no longer reading accurately. The patient had also been removed from the bair hugger device before removing the esophageal probe. All therapy was discontinued at that point to proceed with retrieving the patient's organs for donation. No further information to provide regarding therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was an organ donor, and they were just working to keep them warm enough to donate. Earlier they changed out the arctic sun device and repositioned the probe because the patient's temperature was bouncing between 11c to 33c. The second device was doing the same thing. They have since removed the device and were just using a bair hugger. Was it possible that it was the probe that was the problem? Nurse was not near the devices to get s/ns. Confirmed when the patient's temperature was erratic as they described it was typically the temperature probe or the temperature cable. Since this occurred with two device and two temperature cables, it was probable the probe itself needs to be replaced. Per follow up information received via phone on 29sep2025, the biomed lead had come to the unit to check these devices on the day of the helpline call. Both devices checked out fine and have remained on the unit. An xray showed that the esophageal probe had shifted too far up the patient's throat and was no longer reading accurately. The patient had also been removed from the bair hugger device before removing the esophageal probe. All therapy was discontinued at that point to proceed with retrieving the patient's organs for donation. No further information to provide regarding therapy.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.